Event description:
Allegedly revised due to poly wear.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. Event device codes is addressed in the package insert. This report will be amended when the investigation is completed. This event occurred in another country. This is the same event as 1043534-2007-00124, 00123.